Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating. The customer reported that the emergency medical services were dispatched for the low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they were given glucose tablets to treat the blood glucose. The customer stated that they were wearing the insulin pump at the time of event. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.